Event description:
It flowed into my throat [accidental device ingestion]. Stuck in the middle of the throat [medication stuck in throat]. Very uncomfortable [discomfort]. My throat still feels weird [throat discomfort]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a female patient who received double salt dental adhesive cream (polident denture adhesive, flavor free) cream (batch number unk, expiry date august 2025) for denture wearer. On (B)(6) 2023, the patient started polident denture adhesive, flavor free. On (B)(6) 2023, an unknown time after starting polident denture adhesive, flavor free, the patient experienced accidental device ingestion (serious criteria haleon medically significant and other: haleon medically significant), medication stuck in throat (serious criteria haleon medically significant and other: haleon medically significant), discomfort and throat discomfort. On an unknown date, the outcome of the accidental device ingestion, medication stuck in throat and discomfort were unknown and the outcome of the throat discomfort was not recovered/not resolved. It was unknown if the reporter considered the accidental device ingestion to be related to polident denture adhesive, flavor free. The reporter considered the medication stuck in throat, discomfort and throat discomfort to be related to polident denture adhesive, flavor free. This report is made by haleon without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: adverse event information was received from consumer via call center representative (phone) on (B)(6) 2023. Consumer reported that, "I would like to ask you, I used your denture adhesive to stick to the denture, and then the adhesive melted instantly as soon as I put it on, what happened? After melting, it flowed into my throat, and I felt very uncomfortable, stuck in the middle of the throat, I put it on and rinsed my mouth with mouthwash and it melted, then I cleaned up the melted adhesive in my mouth, cleaned it up and made it again, and used the adhesive for the second time , and the second time I feel that it is melting now, and my throat still feels weird. This is the second adhesive I used. It is almost used up and there is still a little left. When I squeeze it out, the adhesive is it's normal, it won't melt, it will melt when you put it on, the first one won't be like this, I think the amount I use is the right amount, if I don't use adhesive, the gums will be uncomfortable when wearing dentures, and the bite force will not be enough, so I would like to ask what should I do next, can I still clean it up and use the third adhesive? Sometimes when I use adhesives, it will decrease. It should be related to our food and drinking water. It will not be harmful to eat a little bit in the stomach, right? I use the tasteless 70g one. I can't understand the batch number. I don't understand english very well. I saw a k on the back. The expiry period is until (B)(6) 2025." Follow-up information received on (B)(6) 2023 by cr hub. It was stated that the consumer called on (B)(6) to report that he had used the denture adhesive twice in the morning. Both times the adhesive would melt and partly flow into the throat, causing discomfort in the throat. Therefore, the product use date and hsi start date in this case are both (B)(6). No new information updated.

Manufacturer narrative:
Argus case ID: (B)(4).